Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) failed drive manifold test. There was no patient involvement reported .

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3 h4,, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11 the getinge service territory manager (stm) that encountered the issue, replaced the drive manifold to resolve the issue. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer. The following was performed by the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0031 sn: (B)(6)_asco drive manifold this part was received with a reported unit failure message of drive manifold failure. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department performed all manifold tests and all manifold tests passed within factory specification. Also, performed drive manifold tests and passed within factory specifications. Drive manifold passed testing. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq.